Event description:
Caller states that she received a call this morning from their charge nurse noticed in this particular size that pts that have this size tube in, the pt is developing edema when they remove the tube. The caller reported the edema disappears quickly. Covidien is attempting to collect further details related to the circumstances surrounding the events of this report; however, the caller reported that they scheduled replacement from ett to tracheostomy.